Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on (B)(6) 2017. It was reported that the patient received oral baclofen and arrangements for pump replacement were made. The pump replacement was scheduled for (B)(6) 2017. It was indicated that there was no causality yet and that they planned to return it at explant. It was also noted that the patient¿s weight at the time of the event was not obtained as the patient was in a wheelchair. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) indicated the pump was replaced on (B)(6) 2017. There was no patient injury and the patient ¿recovered without sequela.¿ the pump was replaced due to prophylactic removal of pump to avoid in-vivo battery depletion. It was noted the patient was receiving intrathecal lioresal. No further complications were reported/anticipated or expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) on 2017-apr-24. It was reported that the rep had the pump in their possession and would be returning it. It was also reported that the physician was aware of the problem with the pump and scheduled the patient for explant and re-implantation, which had occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6) 2017. It was indicated that the rep sent back the pump on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-april-07. It was reported that the pump was replaced on (B)(6) 2017. It was indicated that the pump would be sent back. Information was requested regarding the battery performance field corrective action. No further complications were reported or anticipated.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen [2000 mcg/ml] at a dose of 934 mcg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported on (B)(6) 2017 that the patient came into the office that day due to the fact that the pump was alarming. The alarm heard was confirmed by telemetry to be a critical alarm with the logs showing multiple resets, low battery resets, and safe state all with a date of (B)(6) 2017. It was indicated that the hcp would be treating the patient with oral medications and they had questions regarding intrathecal to oral baclofen. Reprogramming and pump replacement were discussed. No symptoms or complications were reported.

Manufacturer narrative:
Analysis of the pump revealed high battery resistance. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.